Event description:
It was reported to medtronic minimed that the customer experienced battery failed. The customer reported no adverse event. The event involved product(s) mmt-1880l. 08.12.2024 battery failed alarm customer reported receiving battery failed alarm. No damage was reported on battery cap contacts or battery compartment. Customer continued to receive battery failed alarms after inserting new batteries, restarting pump, and using a replacement batt cap. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0868 inches. The test battery was removed and reinserted with no failed battery test alarm noted. Failed battery test alarm not confirmed during testing. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, stained keypad overlay and cracked keypad overlay at the select button. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and on the motor. No damage noted on the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 08-dec-2024 in the pump history file. 12/08/2024 17:49:00.000 alarmalertnotification (40) faultnumber: motordriveerror (43) (linenumber: 589, filenumber: 121) 12/08/2024 17:49:00.000 alarmalertnotification (40) faultnumber: motorvoltageerror (41) (linenumber: 713, filenumber: 121) 12/08/2024 17:58:33.000 alarmalertnotification (40) faultnumber: failedbatttest (58) 12/08/2024 17:58:48.000 alarmalertnotification (40) faultnumber: failedbatttest (58) 12/08/2024 17:59:04.000 alarmalertnotification (40) faultnumber: failedbatttest (58) 12/08/2024 17:59:15.000 batteryremoved (55) 12/08/2024 17:59:15.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 12/08/2024 17:59:30.000 batteryinserted (44) 12/08/2024 17:59:30.000 alarmalertnotification (40) faultnumber: failedbatttest (58) 12/08/2024 17:59:40.000 alarmalertnotification (40) faultnumber: failedbatttest (58) 12/08/2024 17:59:53.000 alarmalertnotification (40) faultnumber: failedbatttest (58) 12/08/2024 18:00:05.000 batteryremoved (55) 12/08/2024 18:00:05.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 12/08/2024 18:09:00.000 alarmalertnotification (40) faultnumber: failedbatttest (58) 12/08/2024 18:26:47.000 alarmalertnotification (40) faultnumber: failedbatttest (58) 12/08/2024 18:27:02.000 alarmalertnotification (40) faultnumber: failedbatttest (58) 12/08/2024 18:27:15.000 alarmalertnotification (40) faultnumber: failedbatttest (58) 12/08/2024 18:27:26.000 batteryremoved (55) 12/08/2024 18:27:26.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 12/08/2024 18:27:33.000 batteryinserted (44) 12/08/2024 18:27:33.000 alarmalertnotification (40) faultnumber: failedbatttest (58) 12/08/2024 18:27:43.000 alarmalertnotification (40) faultnumber: failedbatttest (58) 12/08/2024 18:27:49.000 batteryremoved (55) 12/08/2024 18:27:49.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 12/08/2024 18:28:14.000 batteryinserted (44) 12/08/2024 18:28:22.000 alarmalertnotification (40) faultnumber: battoutlimit (6) earliest power data available per the power management tool/detail trace file is on 12/10/2024 7:32:58 pm. There was no power data available for the date of 12/08/2024. Unable to check power data for failed batt/battery failed alarm and battoutlimit (6). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump error 43 confirmed due to moisture damage on the electronic assembly and on the motor. Pump error 41 confirmed due to moisture damage on the electronic assembly and on the motor. Pump error 43 - confirmed. Pump error 41 - confirmed. Failedbatttest (58) - unknown. Battoutlimit (6) - unknown. The pump passed the functional testing. Failed batt test not confirmed. However, pump error 41 confirmed and pump error 43 confirmed (found in the pump history file 1 week prior to the event date 08-dec-2024). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.